Event description:
An optometrist reported that a pt presented with redness, swelling and gritting feeling the right eye that had been ongoing for 1 day associated with extended wear of focus night and day lenses. Pt experienced mild pain, watery discharge and moderate redness. Slit lamp exam revealed 2.5 mm central ulcer with staining and mild anterior chamber reaction of 3-10 cells and no flare. Prescribed vigamox t.i.d. For seven days and administered voltaren in office for pain. Event nearly resolved after 8 days and contact lens wear resumed. Event fully resolved with a faint scar and no loss of visual acuity.